Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 450 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, without requiring third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.